Event description:
General report received of pumps not being secured well to IV poles by the pole clamps, allowing the pumps to slip down the poles. In some cases, it was reported that the IV sets were pulled out of the IV bags, resulting in fluid spillage of d5w. Although the devices are used to deliver chemotherapy agents, it was not known if there was any spillage of chemotherapy products. There were no reports of any adverse effects to patients. Though requested, there was no additional information available.